Manufacturer narrative:
There was no unexpected button error alarms found. There was an intermittent button response on the esc button due to moisture damage on the keypad. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer's blood glucose level was 210 mg/dl. The customer received a replacement device and the product was returned for analysis.